Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a nephrectomy procedure, the endocutter would not fire. The problem occurred during the 3rd firing of device. While using the forceps, it was stated that device would not grasp tissue. In both instances, another device was used to complete the procedure. There was no adverse consequence to the patient.